Manufacturer narrative:
Image review: five intraprocedural fluoroscopic images and two static images were provided for review. Fluoroscopic valve load inspection was performed and a misload was visible by curved capsule, misaligned outflow crowns and not parallel to the paddle attachment. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the misload was not identified and the valve was attempted to be deployed. During deployment, the valve dislodged aortic. It was reported that difficulty was encountered while recapturing the valve which most likely was related to the misload. The system was removed, and the capsule appeared to be significantly bent. Fluoroscopic valve load inspection of the new valve was not performed thus it is not possible to validate a good load. Before advancing the new system, a pre-implant balloon dilation was performed. There is evidence of calcification in the aortic arch where the difficulty was encountered during advancement of the delivery catheter system (dcs) over a possible non-medtronic (lunderquist) guidewire. Physicians should consider that complex anatomical configurations increase the risk of vascular trauma. These include but are not limited to multiplanar curvature of the aorta, acute angulation of the aorta, and severe calcification. Per the IFU, if two or more of these factors are present, consider an alternative access route to mitigate potential for vascular complications. There is evidence that the guidewire was exchanged for a medtronic (confida) guidewire and eventually the system was advanced. The valve was deployed just prior to the point of no recapture but an angiogram was not performed thus depth is unknown. There are no images of the fully released valve. It was reported that an aortic dissection occurred during the procedure; however, final angiogram was not performed therefore it is not possible to validate and identify the location of the aortic dissection. The patient¿s executive summary was not provided for anatomical review. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a product ID l-evolutfx-2329 (lot: 0012294297); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-2329 (lot: 0012266590); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-2329 (lot: 0012272634); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter valve implant procedure, the delivery catheter system (dcs) was noted to be very stiff and hard to turn, making it difficult to recapture the valve. Despite overdriving the system, the valve could not be fully recaptured into the capsule. Upon removal of the dcs, the capsule appeared to be extremely bent. A different system was used to complete the procedure. A dissection was observed in the aortic arch. The patient was reported to be stable at the end of the case, but computed tomography (CT) imaging was planned and referral to a vascular surgeon. Additional information was received that it was hard to close the capsule when loading the valve, resulting in having to overdrive the dcs more than usual. A misload wasn¿t identified during loading but upon review of the images it appeared that a paddle was out of the paddle pocket. The valve was recaptured once due to dislodgement, then the system was withdrawn and a new valve was loaded. A slight procedural delay of approximately ten minutes occurred as a result of the issue and the second dcs crossing the arch took quite a long time. The patient didn¿t appear to have much a calcium on the annulus and leaflets according to the CT imaging, but a trans-oesophageal echocardiogram (toe) showed a large chunk of calcium on the non-coronary cusp (ncc) not evaluated from the CT which may have been a contributing factor to the event. Per the physician, the first valve and dcs probably did not contribute to the aortic dissection as it crossed the arch and annulus quite easily, but the second valve and dcs probably contributed due to getting the system across the ascending aorta. The dissection also could have been due to the guidewire or dcs bumping against the calcium that w as in the aortic arch, and the changes in multiple wires cannot fully be ruled out as a contributing factor. CT imaging and vascular review were performed for the dissection. Additional information was received that originally no pre-implant balloon dilation was performed as there was not a lot of calcium on the leaflets or annulus according to the CT. The deployment starting point was at the bottom of the pigtail catheter. The direction of dislodgement was aortic. Prior to valve dislodgement, the implant depth position was approximately 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). A non-medtronic (safari) guidewire was used initially but was changed to a non-medtronic (lunderquist) guidewire, then a medtronic (confida) guidewire was used for valve deployment.

Manufacturer narrative:
Updated: b5, d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter valve implant procedure, the delivery catheter system (dcs) was noted to be very stiff and hard to turn, making it difficult to recapture the valve. Despite overdriving the system, the valve could not be fully recaptured into the capsule. Upon removal of the dcs, the capsule appeared to be extremely bent. A different system was used to complete the procedure. A dissection was observed in the aortic arch. The patient was reported to be stable at the end of the case, but computed tomography (CT) imaging was planned and referral to a vascular surgeon. Additional information was received that it was hard to close the capsule when loading the valve, resulting in having to overdrive the dcs more than usual. A misload wasn¿t identified during loading but upon review of the images it appeared that a paddle was out of the paddle pocket. The valve was recaptured once due to dislodgement, then the system was withdrawn and a new valve was loaded. A slight procedural delay of approximately ten minutes occurred as a result of the issue and the second dcs crossing the arch took quite a long time. The patient didn¿t appear to have much a calcium on the annulus and leaflets according to the CT imaging, but a trans-oesophageal echocardiogram (toe) showed a large chunk of calcium on the non-coronary cusp (ncc) not evaluated from the CT which may have been a contributing factor to the event. Per the physician, the first valve and dcs probably did not contribute to the aortic dissection as it crossed the arch and annulus quite easily, but the second valve and dcs probably contributed due to getting the system across the ascending aorta. The dissection also could have been due to the guidewire or dcs bumping against the calcium that w as in the aortic arch, and the changes in multiple wires cannot fully be ruled out as a contributing factor. CT imaging and vascular review were performed for the dissection. Additional information was received that originally no pre-implant balloon dilation was performed as there was not a lot of calcium on the leaflets or annulus according to the CT. The deployment starting point was at the bottom of the pigtail catheter. The direction of dislodgement was aortic. Prior to valve dislodgement, the implant depth position was approximately 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). A non-medtronic (safari) guidewire was used initially but was changed to a non-medtronic (lunderquist) guidewire, then a medtronic (confida) guidewire was used for valve deployment.